Event description:
A customer contacted baxter's technical service center requesting assistance with bypassing to the drain cycle in dwell 2 of 4 because he felt too full. The pt complained of abdominal discomfort, bloating, and nausea. The baxter technical service rep (tsr) assisted the customer to drain 4080ml. The pt's last fill volume was 2000ml, and the pt stated his typical ultrafiltration (uf) is 1050ml.